Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to other indication for revision njr number: (B)(4). Side:l primary asa: p3 - incapacitating systemic disease.

Manufacturer narrative:
After the initial report it was determined that the complaint does not allege a deficiency in the product. During surgery, only the natural patella was removed. Please void the initial report.